Event description:
Please be advised that I represent the estate of (B)(6), who died on (B)(6) 2016, at the age of (B)(6) years, as the result of a short in his ICD device (teligen model e012, serial (B)(4)), due to an abrasion and failure in the lead (reliance model 0180, serial (B)(4)). I am enclosing for your review, correspondence from boston scientific to (B)(6)'s cardiac surgeon (B)(6), md, dated (B)(6) 2016 and (B)(6) 2016, as well as to (B)(6)'s mother, (B)(6), dated (B)(6) 2017. The (B)(6) family is very interested in notifying the FDA of this adverse event in hopes that this information may assist in preventing injury or death to others. Reported clinical observations: it is our understanding that this patient passed away on (B)(6) 2016. It was reported that the patient was riding a dirt bike and that his death was not witnessed. Post-mortem device interrogation revealed that the device had recorded two error codes on (B)(6) 2016 : code 1004 (i.e., a short circuit condition was detected during shock delivery) and code 1007 (i.e., capacitor charge time has exceeded the specified limit). The device's battery status was also noted as "depleted". During a conversation with boston scientific technical services (ts), a ts consultant discussed that code 1004 is generated when a device detects an electrical short circuit condition in the shock delivery pathway. When the device subsequently attempted to deliver another charge, code 1007 was triggered because the shock capacitors were unable to charge, potentially due to a lead problem. A request was made for a detailed review of the device memory and analysis of the patient' s device-lead system. The patient's device and lead were subsequently explanted and returned to boston scientific for laboratory analysis. "Thank you again for notifying boston scientific of the tragic death of this young patient and for returning the above-referenced teligen implantable cardioverter defibrillator (ICD) and reliance defibrillation lead for laboratory analysis. As described in our previous letter (dated (B)(6) 2016), our preliminary review of the device memory indicated that this ICD appropriately detected the patient's ventricular fibrillation (vf) on (B)(6) 2016 , but delivered a shock into a shorted lead condition, thus preventing successful treatment of the arrhythmia. A conference call was held with you on (B)(6) 2016 to discuss the returned product analysis results for the patient's device-lead system, as well as to review relevant details associated with this patient's clinical history (participants from boston scientific included: dr. (B)(4), vice president of medical safety; (B)(4), technical services fellow; (B)(4), principal electrical engineer; (B)(4), research and design senior fellow; dr. (B)(4), senior medical director; and (B)(4), quality communications project manager). The intent of this letter is to provide a comprehensive summary of boston scientific's investigation of this case, including the device and lead analysis results." Visual inspection of the ICD exterior revealed an arc mark on the back side of the case near the header (approximately 3 cm below the header); no other irregularities were noted (figure 1). Upon receipt in our quality assurance laboratory , visual examination of the returned lead was conducted. The lead had been severed approximately 52 cm from the is- 1 terminal pin and a stylet was partially inserted in the returned portion of the lead. Setscrew marks were observed on all terminal pins in the expected location, thus indicating that the lead had been secured within the device header. Electrical testing of the returned lead indicated that this portion of the lead was electrically continuous. Microscopic inspection revealed an insulation abrasion site (6-7 cm from the terminal pin; figure 3), which had exposed the rs+ conductor coil. The rs+ coil was partially melted in this location (figure 4). "Engineers determined that the location and pattern of..." The attorney provides correspondence between boston scientific and mr (B)(6) discussing the issue with the ICD. I just noticed that some pages appear to be missing from such correspondence.